Event description:
An angio-seal device was used following an unsuccessful recanalization of the right coronary artery, and hemostasis was successfully achieved without difficulty. Seven days later, the patient complained of pain in the right groin. On physical exam, the foot was cool. An ultrasound was performed, which showed decreased, but not obstructed flow, to the lower limb. The anchor was not visualized. No treatment was initiated. Symptoms resolved and the patient was followed with ultrasound and flow returned to normal over the next six weeks. The patient is currently doing well with no sequelae.

Manufacturer narrative:
This report was originally reported due to insufficient info. This event did not involve a serious injury, nor was intervention required or performed. Please note that this report may be based upon info not yet verified by quinton instrument co. Or sherwood davis & geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by quinton instrument co. Or sherwood davis & geck that one of its products has caused or contributed to a death or a serious injury, or that one of its products has malfunctioned.